Event description:
The fe reported file corruption error messages. This error causes the system to lock up or not to boot. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ups was evaluated and replaced. The system was tested and found to be working as intended and returned to service.